Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip was not closed and broken when used. The ligation clip was clipped out of the patient's body, and then replaced with a disposable ligation clip, and the operation went smoothly. There was no patient injury.